Event description:
It was reported patient returned to our office almost 4 years after implant placement. She came in for consultation of a different tooth. New pano and exam show severe bone loss around implant # 19. I recommended removal. She agrees. Implant is removed with little to no resistance. Tooth #18, 20 were also removed, in hopes that she will eventually be able to have implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient weight unknown / not provided . PMA/510k: k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.